Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was triggered through merlin.net transmission for high hv lead impedance. The patient has not experienced any adverse events or symptoms. The physician elected to continue monitoring the patient. Patient was scheduled for an in-clinic device check.